Event description:
The patient had concerns of failure to thrive (poor weight gain) and was referred from out of state for device closure. The echo was reviewed and there was concerned about the large asd size and deficient retroaortic and ivc rims. The case was set up as a "hybrid" closure (attempt device closure with surgical back-up if unable to place device). The tee showed that the asd was ~ 8-9 mm, but that the total atrial septal length was only ~ 18-19 mm. Multiple tee views were performed and the interpretation was that the ivc rim was 4-5 mm. We decided to attempt device closure. The stop-flow balloon size was 14.5 mm (by echo and fluoro). I initially considered using a 14 mm device. However, this would be almost twice the size of the pre-balloon imaging and I thought that this would be a risk factor for erosion. Also, this would require an la disk that was 28 mm, which was felt to be far too large. A 12 mm device was then selected. The first time the la disc was exposed, it was not orienting parallel to the atrial septum (which was expected would happen). The la disc was partially recaptured and the delivery sheath was turned very posterior and reexposed. This time it oriented very well and the rest of the device was deployed and allowed tee to be performed. Of note, a couple of minutes after the device was deployed, but before detachment, the inferior part of the la disc appeared to have moved closer to the inferior portion of the ra disc, but the overall conformation appeared even better. Tee was restarted at that point, since there was a change in orientation. The tee appeared to show excellent positioning and all rims were shown to be between the discs. The device was detached and it looked good for about 30 seconds. Then the inferior portion of the discs looked like they moved toward the la. This was confirmed by tee. We attempted to snare the device, but the device was moving further into the la and starting to move into the mitral valve. The device was secured with a bioptome. However, a larger device was not going to be implanted and the patient was to proceed to surgical closure of the asd, the device was held with the bioptome until the surgeons had the atrium open. Interestingly, despite what multiple echo images suggested, the surgeons stated that there was no ivc rim, at all. The physician did not think that this was a device failure in any way.